Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380

Event description:
It was reported that the patient experienced an adhesive issue as the infusion set tape is not adhering to the skin after one day of use on 08 apr 2026.